Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's atrial lead was dislodged during an unrelated procedure. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in one piece, measuring 47.4 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.